Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported that the patient had to cancel 2 hcp appointments because they couldn't stop peeing themself. The patient was peeing every hour and wanted to make an adjustment again. The patient changed from program 1 at 6.0v to program 2 at 6.0v. The patient could feel stimulation in the bicycle seat region. The patient believed there was something wrong with the patient programmer because everything was set up correctly, but they were peeing every hour. When the patient was asleep they would pee really heavy. It was reviewed that this was not an issue with the programmer, but was an issue with the therapy. The patient agreed, but mentioned that going to the bathroom this often just started on (B)(6) 2015. The patient changed to program 3 at 6.0v and felt stimulation comfortably. The patient would call and make an hcp appointment.

Event description:
Additional information received from the consumer reported that the patient's condition was getting worse and they were wearing more pads. The patient felt the stimulation sensation in the pelvic floor, but was wearing full pads, 2 pairs of diapers, and underwear. The patient planned to call their managing health care provider (hcp) and ask to have the device removed.

Event description:
Additional information received from the consumer reported that the patient had no relief since implant and had to use pads. The patient met with a manufacturer representative in their health care provider's (hcp's) office on (B)(6) 2015. The patient changed to program 1 at 4.0v. The patient was going to request ins explant from their hcp.

Manufacturer narrative:
Concomitant: product ID 3093-33, lot# va033kc, implanted: 2015-(B)(6), product type lead. (B)(4).

Event description:
The consumer and health care provider (hcp) reported that the patient had an appointment with their hcp on 2015-(B)(6) and the hcp directed them to contact the manufacturer representative to get the device programmed and setup. The patient didn't know how to use anything. The patient experienced a loss or change of therapy and was not having relief from overactive bladder since implant on 2015-(B)(6). The patient felt stimulation and wanted to increase stimulation up to 3.0v from 2.2v on program 4. The patient felt stimulation in their buttocks. The patient experienced a sudden loss or change of therapy and had been wearing full pads since earlier in the week of 2015-(B)(6). The patient connected the patient programmer and the therapy was off. The patient did not know how long therapy had been off and the patient did not feel stimulation. The patient turned therapy on and changed from program 4 to program 1. The patient was going to watch their symptoms on program 1 for 1 week. The hcp was an aware of the patient having any contact with the manufacturer representative. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.